Manufacturer narrative:
(B)(4). A system error (se) 2240 was found during a review of the patient alarm log of the home choice device. Not enough data is available within the complaint to identify root cause; therefore, the cause was not determined. The batch review was not performed because the lot number is unknown. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause investigation is in progress through (B)(4).

Event description:
A system error (se) 2240 alarm was identified in the log of a returned homechoice device. The event was found during review of the home choice (hc) device on (B)(4). The system error occurred on (B)(6) 2010 at 06:36. A se 2240 is a non-recoverable alarm that occurs when the device has detected air being drawn continuously into the disposable. It is unknown if this alarm occurred during patient therapy, however no patient injury or medical intervention was reported.